Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient had passed away (B)(6) 2024 due to right sided heart failure. The death was not considered device related. The device operated as expected.

Manufacturer narrative:
D4: expiration date and primary UDI number, updated. H4: device manufacture date, updated. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported right heart failure and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had passed away.

Manufacturer narrative:
B2: death date is unknown b3: event date has been estimated d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.